Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited connecting tube had coating peeling (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: h3, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the observed peeling connecting tube coating issue could not be determined, however, the issue was likely the result physical stress due to user handling/mishandling, chemical stress due to solutions used during reprocessing and or environmental stress due to poor storage conditions. The event may be detected by following the instructions for use (IFU) which states: 3.3 inspection of the endoscope. 5 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.